Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were recharging their ins when the screen "locked up"/froze.  Patient services (pss) walked pt through removing the battery pack and re-insert the battery and pt confirmed the screen was no longer frozen. Pt was confused and had started pressing buttons on the controller, pt then appeared to be stuck in one of the screens in their program (pt was in group c, stim was on). Pss had pt reset their controller again and then when pt tried to start a recharging session and pt could not progress past the poor recharging quality screen (pt repositioned recharger several times). Pt inspected recharger (rtm) and did not notice damage. The rtm does not get hot while recharging. Pt then could not progress past their stimulation on/off screen. Pt seemed confused by equipment, therefore, pss sending email to reps for further assistance before equipment replacement. The patient (pt) called back from number registered repeating they called in earlier, and their controller screen was still frozen. Pt was able to unlock controller during the call, but saw screen 66 (battery low, recharge implanted device). Pt said the rtm was already plugged in. Pt pressed ok and saw the home screen, then tapped the batteries and reported controller 70% and ins was empty, however there was no "recharge" option along the bottom of the screen. Pt unplugged and plugged rtm back in several times, but still could not start recharging and did not see the recharge option on the batteries screen. Pt inspected controller port and said it looked ok. The patient was sent out a replacement recharger (rtm). No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#:(B)(4) h3: analysis of the 97755 intellis recharger (s/n (B)(6)) revealed that controller wont power on when recharger telemetry module (rtm) is plugged in. Error of fail t5001 (get manufacture struct command and response), suspect overmold cable defective. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.